Manufacturer narrative:
Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The overall baseline gender/age characteristics is male/(B)(6) years old. The model represented in this report is a representative of possible models involved. Possible models could include the 4074, 5076, imk49b, and/or icq09b products. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. If new information is received, a supplemental report will be submitted accordingly. Referenced article: long-term performance of right ventricular pacing leads: risk factors associated with permanent right ventricular pacing threshold increase. Journal of interventional cardiac electrophysiology. 2019; 3:349-357. Doi: 10.1007/s10840-018-0481-5. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the long term performance of right ventricular (rv) lead and the risk factors associated with threshold increase. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. It was reported that some of the patients experienced a variety of adverse events such as pneumothorax, pocket hematoma, haemothorax, and infection. Throughout the study, implanted rv leads exhibited an increase in thresholds. Additionally, some of the leads had fractured or dislodged. Reprogramming typically occurred at one-month follow up post implant. No further patient complications have been reported as a result of this event.